Manufacturer narrative:
The subject device and the black foreign materials were returned to omsc for evaluation. Omsc conducted a component analysis for the foreign materials. Omsc concluded that the black foreign materials were the adhesive used for the insertion tube of the subject device considering the analysis. In the evaluation, remarkable deterioration of the adhesive on the bending rubber, objective lens, and around the light guide lens were also confirmed. The subject device has no repair history for about 12 years since it was delivered to the user facility. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a percutaneous lung biopsy procedure using the subject device, the user facility noticed black foreign materials adhered to white fibrin that was used within the thoracic cavity of the patient. The user facility tried to remove the foreign materials by using the suction function of the subject device, but they could not remove all of them. It was also reported that the degradation of the bending section rubber was noted after withdrawing of the subject device from the patient and the user facility aborted the procedure. There was no report of patient injury in this event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".